Event description:
The reporter did a back to back (rapid succession) blood glucose test using different fingersticks and got a result of 276 and 138 mg/dl. He stated that he felt tired. Control solution testing was in range 129 (104-156). Reporter stated that he uses alcohol to clean his finger before pricking and has not cleaned his meter in the past year.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8